Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, this truselect microcatheter was examined. Visual examination revealed the shaft was crushed and tangled approximately 7.5cm from the distal tip. The media submitted with the complaint has been thoroughly examined and evaluated to reveal a truselect microcatheter that has a flat shaft and shaft tangled at the distal tip. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. The returned device evaluation revealed the shaft was crushed approximately 7.5cm from the distal tip. A 155cm bern truselect catheter was used for a prostate artery embolization. Accessing a small penile branch to coil took over an hour, but one pushable, and two embold coils were successfully deployed. The microcatheter prolapsed proximally and was removed to regain access into the prostatic artery. Then it was noted that a kink was observed; therefore, the procedure was completed with another of the same device and there were no patient complications.